Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited increased threshold measurements and increased pacing impedance measurements resulting in high out of range measurements greater than 2,000 ohms. Additionally, the device emitted beeping tones. The patient's heart failure was noted to have increased. Boston scientific technical services (ts) discussed troubleshooting options. The patient was referred for a potential lead revision procedure. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The device is in the possession of the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
(B)(4). The return of the product was requested. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that an invasive procedure was performed. The device was explanted and replaced and the pace/sense portion of the rv lead was capped, however, the shock portion remains in service. A new rv pace/sense lead was implanted. No additional adverse patient effects were reported.